Event description:
It was reported that during an open sigmoid colectomy after firing and getting green check mark the resident tried to remove the device, but the anvil could not get past the staple line anastomosis. She then created a hole in the proximal colon and removed the anvil that way and closed the hole with a tx stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 906a38. Investigation summary: the product was returned for evaluation. Visual. Inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device was not fired. A new washer was placed on a test anvil. Anvil was installed onto the trocar several times with no issue. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 906a38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2023. Additional information was requested, and the following was received: what were the indications for surgery? Unknown what surgical procedure was performed? Open sigmoid colectomy what size device was used (product code)? Cdh29p lot# x95h14 was a sizer utilized? Standard set of ethicon sizers starting with smallest and moving up to the 29 was buttressing material utilized? No did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? First asst. Decent experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360 degree revolutions was there any difficulty removing the device? Yes. Could not get the anvil past the anastomosis. So, they removed it in a different way. Surgeon said anastomosis looked okay but a colotomy was done above to remove the anvil. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes. Donuts were complete were there any issues noted with staple formation? No that he is aware of. What is the current patient status? Unknown h11: corrected data = h6, h10 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device was not fired. A new washer was placed on a test anvil. Anvil was installed onto the trocar several times with no issue. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To difficult to remove: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 906a38, and no non-conformances were identified.